Event description:
When a britetip sheath introducer (complaint product) was taken out of the outer box, it was found that a dilator was protruding from the sterile pouch. As the device was thought to be filthy, another new product (11f medikit, 30cm) was opened instead and the procedure was completed successfully. The complaint product was not clinically used. There will be a product return. It was discovered after it had been received, and stored in the lab, prior to using. The product was stored in the lab as per the IFU.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
When sheath introducer brite tip 11f 23cm (complaint product) was taken out of the outer box, it was found that a dilator was protruding from the sterile pouch. As the device was deemed contaminated, another product (11f medikit, 30cm) was used and the procedure was completed successfully. The complaint product was returned. The product was stored as per IFU. One non sterile 11 fr sheath introducer and a sterile 1 fr vessel dilator were received inside its pouch. The pouch was received folded. However, this condition was caused by the package used to return the unit. The pouch was received damaged near to the chevron seal (puncture section). The vessel dilator was found loose from the card holder at the hub section. The damaged section of the pouch was sent to sem analysis to identify the cause of the damage. Results showed that the pouch external surface exhibited evidence of abrasion and scratching near the hole; the pouch internal surface exhibited evidence of severe abrasion. The exact cause of the hole could not be conclusively determined. Review of lot 15110731 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Both, the device not secure and the compromised sterility-sterile barrier breached failures were confirmed during analysis. Based on the information available for review, although the root cause could not be conclusively determined, a risk assessment has been initiated to address these issues.